Manufacturer narrative:
Fields updated: h2, h3, h6, h11. The device was returned to olympus for inspection. The reported failure mode was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device switched off while the power button remained lit. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device switched off while the power button remained lit. There were no reports of patient harm.